Manufacturer narrative:
Reported event: an event regarding revision due to elevated metal ion involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra (B)(4) conclusions: voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated metal ions is considered to be under the scope of this recall. No further investigation is required.

Event description:
Plaintiff was implanted with a left rejuvenate modular hip stem on (B)(6) 2011. Blood work revealed elevated levels of cobalt and chromium. Patient underwent revision surgery on (B)(6) 2019.